Manufacturer narrative:
E1 - address- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the ultrasound plug unit not being good led to the malfunction. The most probable cause of this reported event is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had snowflake screen image. The issue was found during inspection for use. There were no reports of patient involvement.